Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016. Upon interrogation, a red screen on the programmer with code CT was displayed. The local representative reported that the CT error occurred after having difficulty with an impedance test. It was thought that this issue was related wand position. When the wand was repositioned and the device re-interrogated, the CT error code reoccurred. The CT error was not seen again during the session. Technical services (ts) discussed that it was likely the device had difficulty getting to the target voltage for an impedance test after the capacitor reformation was done after the device was taken out of storage mode. The physician had already done defibrillation threshold testing and the pocket was closed. Ts informed the local representative that the CT error cannot be reset. The local representative was instructed to end session and re-interrogate the device. A red screen appeared on the programmer screen associate with a CT error. This device was explanted and was replaced with another model#a209 s-ICD device. According to the product performance report form, ts recommended that the device should not be implanted and should be returned for laboratory testing. The device was received at boston scientific's return products department for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection and an x-ray inspection noted no anomalies. A review of device memory was performed. The firmware log showed the device was taken out of storage mode, then about one hour later there were four attempts to dump the charge. A watchdog timeout was declared, indicating a memory error. After the memory corruption was repaired, the device was able to successfully dump the charge and perform an impedance measurement. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Laboratory analysis concluded a single event upset (seu) likely corrupted the firmware memory, resulting in the CT fault that was observed. However, the root cause of the memory corruption could not be determined.